Event description:
Plum infusion pump was programmed to deliver insulin at a rate of 5ml/hr. Nurse then noted that rate had changed to 999mml/hr and all fluid had been delivered. Biomed contacted hospira and did not test device.